Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following toric intraocular lens (iol) implantation, the patient presented with poor vision, which gradually worsened. Per the nurse, the system calculated the power of the iol incorrectly . The toric iol was explanted and replaced with another toric iol of different power. The status of the patient was not provided. Additional information has been requested.

Manufacturer narrative:
The eye appeared to have ¿pooling¿ and the lid speculum was too close to the limbus. However, three measurements were taken, which line up with the preoperative measurements; therefore, the reported event that the system contributed to an incorrect intraocular lens (iol) power prediction was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).